Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2004 and (B)(6) 2005 and mesh was implanted; and on (B)(6) 2009, sparc & elevate were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005 along with concurrent excision of the mesh due to extruded sling mesh.

Manufacturer narrative:
Date sent to the FDA: 11/20/2015. It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005, and a mesh was implanted. It was reported that the patient underwent a eua and laparotomy with rso on (B)(6) 2015, due to right adnexal mass and abdominal pain. No additional information was provided.